Event description:
It was reported that a vns pt was experiencing events of painful stimulation. The pt's treating vns therapy physician indicated that attempts to resolve the discomfort through decrease in therapy settings had little to no effect, but the intervention reportedly "did cause her depression to come back." Device diagnostics were reportedly performed and confirmed proper device function. The physician indicated that "vns is definitely helping her depression and she needs to be up above 2ma," and added that the device was reprogrammed to the pt's previous therapeutic settings to address the depression increase. Good faith attempts for additional info have been unsuccessful to date. The relationship between the pt's increased depression and the pre-ns baseline is unk.